Event description:
It was reported that during a training/demo of the da vinci system the maryland bipolar forceps wires were suddenly exposed. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter received confirmation from our representative, those were training instruments and used for training.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.